Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra meter read inaccurately high compared to her feelings/ normal blood glucose results. On (B)(6) 2012, the (B)(4) spoke with the patient to obtain and verify information; however, the patient did not want to answer follow up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began a week prior to contacting lfs. It was reported the patient obtained a blood glucose result of "200 mg/dl" with the subject meter. The patient manages her diabetes with oral medications (type/ amount not specified). It is not known if the patient made changes to her usual dose of medications; however, the patient took less food and/ or drink due to the alleged result. About 20-40 minutes after the start of the alleged issue, the reporter claims the patient "fainted." Treatment was not specified at that time. Also that same week before contacting lfs, it was reported the patient obtained a blood glucose result of 40 mg/dl with the subject meter and the patient drank something sweet as treatment. The reporter denied the patient tested her blood glucose on another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.